Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.2, b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, investigation conclusion, and device code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery of the complaint device was provided and revealed the valve appears to have calcification. Per the technical summary, through extensive complaint investigations, it was revealed that structural valve degeneration related to calcification for the sapien xt, sapien 3, and sapien 3 ultra valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). Review of the instructions for use and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, a review of manufacturing mitigations is captured in the technical summary. The complaint for calcification was confirmed based on imagery provided. Available information suggests patient factors (dyslipidemia, chronic kidney disease) likely contributed to the event as reported from the field. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. H3 other text : the device remains implanted.

Event description:
As reported by the field clinical specialist, approximately 2 years post tavr procedure with a 26 mm sapien 3 ultra valve, the valve failed due to stenosis. Per the interventional cardiologist, the failure is due to the patient having multiple systemic issues contributing to the calcium build up. The patient had accelerated elevated degeneration secondary to poor protoplasm with hemodialysis. The valve was reported to have a mean gradient of 77 mmhg, velocity 4.7 m/s, aortic valve area of 0.75 sq. Cm., with severely restricted leaflet motion. Halt (hypo-attenuating leaflet thickening) was negative. A valve-in-valve was performed with a sapien 3 ultra resila valve.

Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. A correction was made to e.1.